Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with lumbar canal stenosis and underwent oblique lumbar interbody fus ion (olif) surgery and was implanted at l3/5 levels. During surgery, when the alleged cage was inserted obliquely on l4/5 and was hammered a little too much to contralateral side, nerve root was compressed and nerve root symptom was found. The product came in contact with the patient. No product breakages were reported. As a result of this complication, a revision surgery is scheduled on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.